Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro system, and identified the failure mode as a faulty electrolyte injection cup. The fse replaced the electrolyte injection cup to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported both qc (quality controls) and na (sodium) patient results were running low on their dxc 600 pro analyzer. The customer reran the patient samples with results considered correct. The erroneous results were not reported out of the laboratory; hence there was no change in patient treatment in association with this event.